Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the power drive device was burnt. During service and evaluation, it was noted that the control unit was not functioning and defective. It was further determined that, and burnt unit. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, untrue running, reverse locking mechanism assessment, function of the hand piece, function test, immediate stop, function of the triggers and electronic control unit (ecu), and power with test bench. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: upon further evaluation, it was found that the device was generally not functioning and defective. It was determined that the assignable root cause of this condition was due to an unauthorized repair by a third party. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.